Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. Therefore, the complaint could not be confirmed. A photo was provided and evaluated; however, it was not possible to identify the sediment reported by the customer. Something shiny was observed but it could not be determined if it was sediment or another particle. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable; as there is no indication the lens has been explanted. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that sediment was found on the posterior part of a pcb00 22.5 diopter intraocular lens (iol) after implantation. Reportedly, the doctor stated the sediment could be seen when the lens unfolded and was concerned about lifting the haptic to wash underneath. No additional information was provided.